Manufacturer narrative:
Physio-control evaluated the stored ECG data from the reported event. The ECG artifact displayed during external pacing while monitoring through the pt cable was indicative of a preamp oscillation that can occur under certain conditions. Co's investigation has concluded that this anomaly is related to an unspecified pt variable, possibly high transthorasic and/or skin-to-electrode impedance. A technological limitation to monitoring the ECG of certain pt while administering external pacing is indicated.

Event description:
Paramedics attended to a 92-year old male. First responders had previously administered 6 countershocks to the patient. The paramedics administered two additional shocks and the patient converted to an asystolic rhythm. External pacing was administered. After an unknown period of time, the monitor allegedly displayed excessive artifact and pacing was partially inhibited to a rate less than what was set. The operator also could not discern the patient's ECG due to the artifact. The patient was not resuscitated. The operator said the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the paramedic's assessment of the patient's lack of viability.